Manufacturer narrative:
H11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional flow rate accuracy testing was performed and the reported condition was not reproduced, the device met specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No device correction was required to resolve this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump infused medication in 1.5 hours instead of 4 hours during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.